Event description:
It was reported that the device was beeping. Follow-up with the physician's office indicated that the patient was in atrial fibrillation at the time of interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under (B)(4) for a 2 year retrospective review of reported events where the product was still in use; data range 03/30/2008 and 03/29/2010. This medwatch report represents 1 of 584 events (event type code malfunction). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.